Event description:
Following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. Several days later the pt experienced right sided claudication. An ultrasound was performed which showed an occlusion of the right profunda femorls artery and stenosis of the origin of the superficial femoral artery. An angiogram was performed via the left groin which showed a filling defect of "unusual appearance." The pt was taken to surgery where the device collagen was noted to be sitting astride the bifurcation of the common femoral artery occluding the profunda and stenosing the superficial femoral artery. The device and some thrombus were removed, and an embolectomy and saphenous vein patch were performed. The pt's pulses were noted to be good following this procedure. F/u obtained on 09/14/1998 shows that the pt is fine and without further sequelae. As of 10/05/1998 there has been no further info provided to the MFR.